Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin delivery was suspended. The blood glucose value that triggered the suspend event was 187 mg/dl. Sensor value that triggered the suspend event was 40 mg/dl. The insulin delivery did suspend due to the difference in the sensor and blood glucose value. Customer also mentioned the past blood and sensor glucose levels that was 304 mg/dl and 180 mg/dl respectively. Customer declined to troubleshoot. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.